Manufacturer narrative:
(B)(4)

Event description:
It was reported that patient presented to the clinic for routine follow up and multiple noise episodes recorded in the device memory were observed on the riata lead. A new rv lead was implanted which solved the noise issue. Patient was stable post procedure.

Event description:
Lead was capped on (B)(6) 2016.